Event description:
When the patient was sat up during the procedure while still intubated and asleep, the arm boards fell off the bed simultaneously with the patient's arms attached by silk tape. Two mds and rn caught the arms and armboards and they were re-attached by the same people. Once the patient was awakened, patient did not complain of pain and was able to move them with a full range of motion.what was the original intended procedure?stabilization during surgical procedure.device #1is this a laboratory device or laboratory test?no.